Event description:
It was reported that a web was selected to place in a basilar tip aneurysm measuring 3.5mm average width by 6mm height. It was tested with the wdc-2 controller and gave the required audio and visual prompts. There was no unusual tortuosity in the anatomy and a via 17 catheter was placed straight into the aneurysm. The web was deployed in exactly the position and orientation required. The controller was then attached, and correct electrical integrity was noted. The first detachment cycle was attempted but the physician noted an incorrect sequence of lights and sounds ¿ no longer beep at the end of the cycle. A second detachment cycle was run, and the same sequence was observed. At this point the physician thought that the web had detached and advanced the catheter back over the proximal marker of the web and made an attempt to withdraw the pusher wire; however, it was found to be still attached. A third attempt to detach was attempted. The controller showed a red-light indication the web had been detached; however, the web device remained attached. The end of the delivery wire was wiped, and the controller was tried again but it still showed a red light. The physician then tried to hold the web in place with the catheter and give the delivery wire a tug, but the web was still attached. A second controller was opened and connected, and a fourth attempt was made to detach the web. The controller gave the expected correct detachment indications both audio and visual; however, when trying to retrieve the pusher wire the web was still moving. The physician then tried again to support the web in the aneurysm with the catheter and tug the delivery wire but instead of detaching, the web was half recaptured into the catheter. After approximately 12 minutes after web deployment, the physician decided that since the web was half recaptured, it would be removed. It was then retrieved back into the catheter and the whole system was removed with the web still inside the catheter. The patient was treated successfully with different devices and despite an hour prolonged procedure, the patient awoke with no procedure related issues.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Image review: four radiographic images are supplied. They are not labeled as to date or time and are of medium quality (very grainy). Customer image 1: un-subtracted dsa, with contrast, working oblique projection: a web is seen in the basilar tip aneurysm mentioned in the complaint. It is not detached, well-sized and in good position. The via catheter is about 3-4 mm from the web proximal marker. Customer image 2: subtracted dsa, with contrast, working oblique projection: a web is seen in the basilar tip aneurysm mentioned in the complaint. It is not detached, well-sized and in good position. The catheter is about 3-4 mm from the web proximal marker. Customer image 3: un-subtracted dsa, with contrast, ap projection: a web is seen in the basilar tip aneurysm mentioned in the complaint. It is not detached, well-sized and in good position. The catheter is about 3-4 mm from the web proximal marker. Customer image 4: subtracted dsa, with contrast, ap projection: a web is seen in the basilar tip aneurysm mentioned in the complaint. It is not detached, well-sized and in good position. The catheter is about 3-4 mm from the web proximal marker. These images do not explain why the web did not detach. Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.

Event description:
Please see section h10 for investigation results.